Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006; unk competitor lead implanted: (B)(6) 2006; 4677 competitor lead implanted: (B)(6) 2006; unk competitor device implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a lead was capped and replaced. Follow-up with the physician's office did not yield any additional relevant information. No patient complications have been reported as a result of this event.